Event description:
Datascope balloon pump stopped functioning. "Autofill failure". Pump switched & pt fine. Investigation showed problem due to bags of IV fluid being set on pump. User problems. (Fluid spill shorted circuit). Repaired.